Event description:
It was reported that during an embolization treatment procedure, the coil detached in the catheter and dislodged from the catheter during removal. The patient was undergoing treatment of a lung aneurysm. An unknown number of coils were implanted. A renegade hi flo micro catheter was positioned in the patient. While using the 2/3mm x 2.3cm interlock coil, the interlocking arms detached while in the mid portion of the catheter. During removal of the renegade with the coil inside, the guide catheter and introducer sheath were also inadvertently withdrawn. The physician opted to remove the guide catheter and sheath first and then the renegade. When removing the renegade from the femoral access site, the coil became dislodged from the catheter. The coil was noted to be in the muscle, therefore the physician opted to leave it where it was and was not concerned with its location. The procedure was ended. There were no additional patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcatheter) with one or two radiopaque (ro) tip markers". (B)(4).